Manufacturer narrative:
Concomitant product(s): product ID: 6949-58 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated occasional atrial lead undersensing during atrial arrhythmia episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.